Event description:
It was reported that the 9800 system was arcing from the x-ray tube. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator and filament were calibrated and the high voltage cable, x-ray tube, and snubber board were replaced during the service call. The system was tested and found to be working as intended, and put back into service.